Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to visit his physician because the device was difficult to use and had trouble with inflation and deflation at first. The patient stated that he could not find the deflate button and experienced pain. On 18 april the patient visited his doctor again and could inflate but not deflate. The physician was called in and he was able to deflate. After the physician inflated again and asked the patient to try but the patient could not find button to deflate. The patient stated that it was very painful, and he proceeded to leave the office, however, he was still semi erect. He also stated that he felt pain in the penis and burning when urinating. He stated the tip of penis looked raw. The patient felt that when the physician pulled on the patients skin it may have torn the skin or tissue. The patient felt the pump and button are not in the regular direction, as the physician described the pump and button as facing down. The physician would contact the patient again for a possible appointment and was seeking an additional opinion. The ipp is still implanted. No further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to visit his physician because the device was difficult to use and had trouble with inflation and deflation at first. The patient stated that he could not find the deflate button and experienced pain. On (B)(6), the patient visited his doctor again and could inflate but not deflate. The physician was called in and he was able to deflate. After the physician inflated again and asked the patient to try but the patient could not find button to deflate. The patient stated that it was very painful, and he proceeded to leave the office, however, he was still semi erect. He also stated that he felt pain in the penis and burning when urinating. He stated the tip of penis looked raw. The patient felt that when the physician pulled on the patients skin it may have torn the skin or tissue. The patient felt the pump and button are not in the regular direction, as the physician described the pump and button as facing down. The physician would contact the patient again for a possible appointment and was seeking an additional opinion. The ipp is still implanted. No further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to visit his physician because the device was difficult to use and had trouble with inflation and deflation at first. The patient stated that he could not find the deflate button and experienced pain. Days later, the patient visited his doctor again and could inflate but not deflate. The physician was called in and he was able to deflate. After the physician inflated again and asked the patient to try but the patient could not find button to deflate. The patient stated that it was very painful, and he proceeded to leave the office. However, he was still semi-erect. He also stated that he felt pain in the penis and burning when urinating. He stated the tip of penis looked raw. The patient felt that when the physician pulled on the patient's skin, it may have torn the skin or tissue. The patient felt the pump and button are not in the regular direction, as the physician described the pump and button as facing down. Several months later, the patient had another medical appointment, during which the physician could fully deflate the device. He reported ongoing pain after the physician again attempted to pull on the skin of his penis, despite the patient previously explaining that the initial attempt had caused significant discomfort. Prior to the appointment, he had been advised by a staff member to take pain medication, which he found helpful. The patient also reported discomfort while sitting, as the pump presses against surfaces. When he asked the physician for a solution, he was told that if he was not satisfied, the implant could be removed, and his request for an ultrasound was dismissed; therefore, the patient is currently seeking a second opinion. The ipp is still implanted. No further patient complications reported.